Event description:
The customer reported a leak from behind the blood sampling valve of the coulter hmx analyzer with autoloader. The volume of the leak was approximately 3 ml and was contained within the instrument. The customer was running controls and some were voteouts, when the leak was identified. The instrument was taken out of service. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/03/2015. The fse found a leak in the tubing at pinch valve pv43. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).